Manufacturer narrative:
Further review of the investigation determined that this event should not have been reported.

Manufacturer narrative:
Investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during the patient's elective ipg replacement, communication could not be established with the replacement ipg after it was implanted. The ipg was replaced with another ipg and the surgery was successfully completed.